Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s parent reported via phone call that the insulin pump had keypad anomaly and unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer reported that they took the battery out and put it back in and received unexpected restart alarm, but could not clear the alarm due to buttons not responding. The customer reported that they were unable to confirm time clock advancing due to button error. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test, self test and unexpected restart. No unexpected restart alarm noted.